Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a intermittent cartridge alarms occurred during the load sequence and pumping. The customer reported their blood glucose (bg) level as ¿high¿, specific value was not provided. The customer addressed their elevated bg level with a bolus via the pump. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.